Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported. The medical records indicate the patient's rectum was dissected off of the underlying posterior portion of the mesh. Due to this, it appears the patient experienced adhesion of the mesh to the rectum. Adhesions is listed as a known possible adverse reaction in the instructions-for-use. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2009 - patient was diagnosed with complete rectal prolapse and underwent an abdominal rectopexy with implant of a bard/davol flat mesh. (B)(6) 2010 - patient complained of abdominal pain with constipation. Patient underwent a sigmoid colectomy and rectopexy with partial explant of the bard/davol flat mesh and placement of a ureteral stent and non-bard/davol seprafilm. Op notes for this procedure state "the mesh was in place, it was not obstructing but it was causing an area where this kink, this kind of 90 degree turn was being created." Furthermore the op notes note "we dissected the rectum off the underlying posterior portion of the mesh (bard/davol flat) and then incised mesh (bard/davol flat) on wither side, leaving just a cuff of mesh along the posterior border of the sacrum. We came down beyond this, dissected on either side beyond this and once we had gotten beyond our point of mesh insertion, we divided the rectum at that point." Attorney alleges unspecified adverse patient outcomes associated with use of device.